Event description:
During a mitral valve repair a duran ring was done with ticron valve sutures. Upon completion of case, a transesophageal echo was done which showed failure of repair. The patient was recannulated and back on cardiopulmonary bypass and chest reopened. One ticron suture was loose and the other was broken. New sutures placed, case completed.